Manufacturer narrative:
Manufacturing date: january 3, 2017 ¿ january 4, 2017. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted fluid inside the overpouch which indicates a leak. Further inspection revealed that the leak was due to broken tubing at the solvent-bonded junction of the luer. The cause of the broken tubing could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. Liquid drug was outside of the device within the sealed overpouch. This was identified prior to use. There was no patient involvement. No additional information is available.